Manufacturer narrative:
One se5425wvb tyvek pack label from lot x8400 along with one 25ga. Bi-blade cutter was returned inside an unknown sterilization pouch. The rest of the pack components were not returned. The tip protector was not returned. Visual inspection found the needle was bent. The port window was in the opened position. There was dried solutions visible around the port window and on the outer needle shaft. There was dried solution visible in the aspiration line. The back cap was aligned correctly with the vent hole in the side of the cutter body. The connectors were inspected and no damage was found. A functional test was performed using a stellaris elite system. The cutter had good clean cuts throughout the various cut rates and had good aspiration. This cutter performed as intended. The root cause of this issue is unknown since the product evaluation did not demonstrate reduced cutting performance. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required.related to medwatch 1920664-2026-00011.

Manufacturer narrative:
Remove date from b3. Added date to b4.

Event description:
The user facility reported the cutter stopped working but aspiration continued.

Manufacturer narrative:
The sterilization and lot history records were reviewed and found to be acceptable. This investigation is ongoing. Related to medwatch 1920664-2026-00011.